Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9070 strap assembly kit for non-ac powered lift, serial number/date code and age of product are unknown at this time. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that when the consumer was being lifted off the bed the stitching came loose from the straps causing the consumer to fall back onto the bed. This is an invacre strap assembly kit that is being utilized on a non-invacare lift. The owners manual states a warning on page 2, "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare rofessional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur". Also on page 2 it states a warning, "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products". The warning on page 5 states, "invacare slings are made specifically for use with invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers". The warning on page 6 regarding loose stitching states, "after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately". Page 7 of the owners manual indicates the lifts that invacare's standard series slings are designed specifically for. No injury. No RMA has been issued for the return of the product.

Event description:
Cyustomer alleged when being lifted off the bed, the straps came loose from the stitching. No injury alleged.